Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported in literature article "real world performance of ventricular leadless pacemaker in a cohort with smaller body size" that a cardiac perforation resulting in effusion was noted on the right ventricular (rv) leadless pacemaker (lp). The patient was stable. For additional information refer to article "real world performance of ventricular leadless pacemaker in a cohort with smaller body size".